Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-42506.

Event description:
It was reported that the customer had a high blood glucose levels in the last 2 days. Customer thinks that it is the sets that have not been delivering properly. Customer had a blood glucose level of 400 mg/dl. Customer was told to switch out her set and it brought her blood glucose level down. Customer also injected up to 20 units and her blood glucose level went down to 234 mg/dl. Customer's current blood glucose level is 255 mg/dl. Customer stated that she does not have a back-up plan. Customer has treated by changing out her set. Customer believes the high blood glucose levels are related to set/site issues. Customer stated that her endocrinologist wants to keep her a1c between 6.5 and 6.7 because she previously had a low blood glucose event and was in a car crash. No further assistance needed.